Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead was stuck and failed to advance through the subclavian vein. Different technique was used but the ra lead still could not advance. The ra lead was not used and replaced. The patient was later discharged, and no patient consequences were reported.